Event description:
General report received of an unspecified number of undocumented incidents of difficulty regulating flow. The tubing sets were being used to deliver unspecified blood products via gravity. The cair clamps were being used to regulate the flow. After unspecified lengths of time in use, the customer contact reported no flow or unrestricted flow was noted. It was reported that during the no flow condition, kinks were noted to have formed in the tubings where the cair clamps had been closed. The nurses reported that routinely, the cair clamps are moved on the tubing sets to avoid kinking. The nurses manipulated the kinked tubing sections to resume flow. There were no reported adverse pt effects and no delays in therapy critical for the pts. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The customer indicated that the devices were discarded. A representative device from the same lot was received. Investigation is not completed. (B) (4). (B) (4).